Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunctions were verified. Removed and replaced right monitor, fast stop switches, hand switch assembly, and keyswitch assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had numerous ongoing malfunctions including a flickering right monitor, unintended "fast stop" activation, intermittent hand switch activation, and intermittent vertical lift operation. There was no adverse patient involvement reported. There was no patient information reported.